Event description:
Patient had problems with flow. A dye flouroscopy was performed and it was found that the cannulas were too short for the patient's size. Longer cannulas were placed and patient has had no additional issues.